Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the implantable cardioverter defibrillator exhibited a stored episode of non-sustained post paced t-wave oversensing. The device was successfully reprogrammed. No patient symptoms were reported.